Event description:
It was reported that an arteriotomy closure of the right common femoral artery (rcfa) was achieved using a proglide device with a 5f sheath, after a diagnostic coronary procedure. Reportedly, the closing procedure was completed without incident. On (B)(6) 2013, the patient removed the dressing and felt persistent pain at the access site. On (B)(6) 2013, the patient went to the emergency room and was admitted for pain in the right leg. On (B)(6) 2013, the patient was sent to the cath lab. An angiogram was performed and found a total occlusion of the right common femoral artery and the right superficial femoral artery. The same day surgical exploration and repair of the rfca and the right superficial femoral artery was successfully completed. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the initial procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.